Event description:
Solicited call to patient who reported one malfunctioned cassette. She stated the pump started beeping and there was no error message. The patient turned the pump off and could not turn back on until the cassette was replaced. No adverse reactions reported. Patient was successfully able to infuse with a different cassette. Unknown if md is aware. No additional information, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the pt? Unk; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes, did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.